Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, that patient¿s pulse generator reverted to backup operation after exposure to electrocautery. The device was successfully restored. The patient did not experience any adverse events as a result of the event.